Event description:
It was reported that the patient experienced fluid loss caused by a small pinhole found in the reservoir of an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient is expected to have a full recovery. No more information available at the moment, further information was requested. It was further reported that no more information was available at the moment. Should additional information become available, it will be provided.